Manufacturer narrative:
This event has been recorded under zimmer biomet complaint (B)(4). On (B)(6) 2018, it was reported that the carrier got stuck. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was not ratcheting properly/not advancing and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, and screws were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller, roller gear, and shoulder bolts were damaged. The ratchet gear would not turn in the handle. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, ratchet gear, roller gear, sliding pin, shoulder bolts, and spring. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). The reported event was non-verifiable since during initial inspection the device produced an acceptable mesh. The root cause of the carrier being stuck could not be determined with the provided information since the device produced an acceptable mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Zimmer skin graft mesher carrier got stuck. Upon initial inspection, it was discovered that the ratchet gear was damaged and handle was unable to be turned. No adverse consequences were reported as a result of this malfunction.